Event description:
Information was received from the customer that the device was dumping pressure partially. The reported malfunction was discovered during routine testing and the device was not in patient use. A repair evaluation was performed and the complaint was confirmed. The connector to the dump valve was replaced to correct the problem.